Event description:
Pulse oximeter probe applied to patient. Adapter cable connected to pulse ox probe and machine. Unable to read pulse ox. Cable replaced and pulse oximetry read successfully. This resulted in a delay in care of the patient, no known patient harm at this time.